Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical/neck. It was reported that the patient thought his battery was getting low. The patient was able to connect and did not see the middle icon on the top row (the middle icon is the ins is low icon). The patient stated he was still feeling stimulation. The patient said there was an intermittent response since (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the issue was increased activity. The patient said they were going to monitor activities for which is ok. No further complications were reported.